Event description:
It was reported that out of range pacing impedance and oversensing in the ventricular channel were observed. The lead is now inactive, capped and replaced.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 3rd of february 2025 and 4th of august 2025 recorded an initial pacing impedance of 500 ohms with a gradual rise to 1,500 ohms at the end of the recordings as well as an initial pacing threshold of 1 volt with a gradual increase to 2 volts. Furthermore, a slightly fluctuating shock impedance of 70 ohms was recorded. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.